Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated there was an out of range shock lead impedance measurement of 126 ohms. Two days later the shock lead impedance returned to normal limits of 123 ohms. Information received from the local area sales representative indicated it is likely that this issue will continue to be monitored. No adverse patient effects were reported.